Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (B)(4) gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: velmurugesan ps, nagashree v, devendra a, dheenadhayalan j, rajasekaran s. Should ulnar styloid be fixed following fixation of a distal radius fracture?. Injury. 2023 jul;54(7):110768. Doi: 10.1016/j.injury.2023.04.055. Epub 2023 may 2. Pmid: 37210301. Objective/methods/study data: the aim of this retrospective study is to investigate if surgical fixation of the base of the styloid results in improved functional outcomes compared to conservative treatment and to analyze the radiological and functional outcomes. This study also was conducted to analyze the outcomes of intra-articular distal radius fractures associated with base of ulnar fracture treated with distal radius lcp fixation. Between 2018 and 2019, a total of 63 patients (51 male and 12 female) were included in the study. These patients were divided into two groups. Group a consisted of the patients who were managed with tension band wiring and conservatively treated patients are considered group b (lcp fixation). The mean age of patients in group a was 40.29 ± 12.7 and that in group b was 43.29 ± 14.75 years. Follow-up was of minimum of 2 years. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes locking compression plate. Adverse event(s) and provided interventions possibly associated with unk - constructs: lcp (qty 77). -32 wrists was noted of having intraoperative laxity of the distal radioulnar joint after distal radial fixation. No intervention provided. -2 patients had >2mm displacement of the ulnar styloid post-operatively. No intervention provided. -11 patients reported ulnar-sided wrist pain. Of these, 2 of them needed implant removal. -13 patients had nonunion. No intervention provided. -19 patients had druj (distal radioulnar joint) incongruity. No intervention provided. Adverse event(s) and provided interventions possibly associated with unk - plates: lcp (qty 2). -2 patients had implant prominence which needed implant removal.